Event description:
The complainant alleged while defibrillating a patient (age and gender unknown), the device's energy decrease selection button was not functioning properly. The complainant indicated they continued to use the device, however had to hold the button down for 3 to 4 seconds before the energy decreased. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.